Manufacturer narrative:
The device for this event has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model 4808560 implanted port experienced a break. This event was reported from a single source. This event involved a patient with no reported injury. The patient¿s age, weight, and sex were not provided.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model 4808560 implanted port experienced a break. This event was reported from a single source. This event involved a patient with no reported injury. The patient¿s age, weight, and sex were not provided.

Manufacturer narrative:
Of the 1 device, lot number was provided, and lot history reviews was performed. Visual, miscroscopic, functional and tactile evaluations were performed. The investigation is confirmed for a break in the catheter. The failure was found more specifically to be due to flexural fatigue. Evaluation showed an I-shaped split approximately 24cm from the distal tip. The split surface was observed to be smooth on the left and right edges and rough on the top and bottom. Along with the surface damage this leads to the conclusion that the leakage. The identified split is typical of flexural fatigue. Therefore, it is possible that cyclic kinking of the catheter tube due to physiological, placement, usage or mechanical factors may have contributed to the reported event. However, the definitive root cause could not be determined based upon available information.